Manufacturer narrative:
Diopter: -08.50/+2.00/x080. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 -08.50/+2.0/x080 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault with shallow chamber was noted. The icl was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/20.